Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a uv flash transfer set was off. The pouch was not opened. This was event was observed before use with no patient involvement. No additional information is available.